Event description:
Additional information was received indicating reprogramming was performed and the patient was started on medication to resolve the event. The patient was stable.

Event description:
It was reported, the patient received inappropriate atp for atrial fibrillation due to an incorrect interpretation of signals. Technical support was contact and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.